Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced hernia recurrence and underwent "an additional surgery to remove all infected hernia mesh." At this time it is unclear if only one mesh device or both mesh devices previously implanted were excised during this procedure. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in regards to recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventrio st mesh implanted in 09/2014. A second emdr has been created to address the ventralight st patch implanted in 09/2015. Addendum #1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to make a correction. Based on the information provided, no conclusions can be made. Infection, seroma and recurrence are known inherent risks of surgery/use of the device and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Corrected field: h4 (manufacturing date). This supplemental emdr represents the ventrio st mesh (device #1). An additional supplemental emdr was submitted to represents ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventrio st hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent surgery for repair of a recurrent incisional hernia. A ventralight st mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent additional surgery to remove all infected mesh. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2014 - patient with a history of complex abdominal surgery was diagnosed with incisional hernias (x2) and underwent repair of both hernias with a ventrio st mesh with stoppa technique in retrorectus placement of the mesh (ventrio st-device #1). Per the operative report details, ¿there were 2 hernia sacs, one in the upper part of the abdomen in the midline and one in the supraumbilical area of midline. The hernia in the supraumbilical area was larger and was incarcerated.¿ ni/ni/2014 - patient¿s surgical incision site became opened and started draining yellowish/brownish fluid (infection), and there was a raised area in the incision site, so the patient was put on bactrim which cleared up the drainage and the incision site had closed. (B)(6) 2015 - patient noted that the incision opened and felt pain in surgical site. (B)(6) 2015 - patient underwent drain placement, and had complaints of abdominal pain. (B)(6) 2015 - patient was diagnosed with abdominal chronic seroma, and underwent abscess drain removal. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and underwent open repair with implant of ventralight st mesh. As per the op-notes, ¿the hernia sac identified and carefully dissected. Adhesions were taken down from the abdominal wall and from the mesh (device #1) which was in place in the upper portion of the incision. A piece of ventralight mesh (ventralight st-device #2) was chosen for the repair, 4 x 6 inches in dimension, and sutured.¿ (B)(6) 2015 - patient visited hospital for abdominal incision reopening from hernia repair. (B)(6) 2016 - patient was diagnosed with infected mesh, thereby underwent exploratory laparotomy, mesh removal and repair of hernia with bilateral component separation. Per the op-notes, ¿adhesions were taken down to the mesh. The mesh was entirely excised with cautery, removing all forms of foreign body (device #1 & device #2)". Attorney alleges that the patient had abscess, adhesions, nerve damage, pain, recurrence hernia, infection, seroma, emotional injuries and underwent removal surgery.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced hernia recurrence and underwent "an additional surgery to remove all infected hernia mesh." At this time it is unclear if only one mesh device or both mesh devices previously implanted were excised during this procedure. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in regards to recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventrio st mesh implanted in (B)(6) 2014. A second emdr has been created to address the ventralight st patch implanted in (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventrio st hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent surgery for repair of a recurrent incisional hernia. A ventralight st mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent additional surgery to remove all infected mesh. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.